Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that lead fracture was observed. The patient had received an inappropriate therapy due to noise. Pacing threshold, sensing and lead impedance measurements had declined since implant. The lead completely fractured leaving the distal portion of the lead in the heart tissue. Patient condition after the event was good.